Manufacturer narrative:
(B)(4). A flexiva 200 tractip laser fiber was returned broken in three pieces. The first piece measured approximately 46.1 cm from the top of the connector to the break. The second piece measured approximately 90.3 cm from the break to the break. This piece includes kinks. The third piece measured approximately 180.2 cm from the break to the tip. Exposed glass portion of the distal tip measured approximately 3.5 cm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it indicating that the fiber was broken within the connector, likely as a result of handling during setup of the procedure. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber was opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2019. According to the complainant, the laser body broke in half upon removal from the package. This event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.